Manufacturer narrative:
H.6. Investigation summary: received one used 18ga bd nexiva IV catheter system single port unit without packaging. The unit consisted of the catheter/adapter and extension line assemblies. There were traces of dried media present throughout the unit, the pinch clamp was fully engaged and there was a needless injection cap attached at the end of the luer. A review of the device history record could not be performed as a lot number was not provided for this incident. Visual / microscopic evaluation: the catheter tubing was slightly bowed to one side. No further physical anomalies or damage was observed to the unit / components. Water/air leak test: removed the needleless injection cap, disengaged the pinch clamp and performed the water-leak test on the catheter/adapter and extension line assemblies, no leakage was observed in any of the unit / components. Conclusion(s): indeterminate¿ based on the evaluation and testing conducted on the returned unit; the failure was not simulated. Thus, the reported defect of leakage, could not be identified or confirmed, therefore a root cause was not established. There was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect. Where the bowing of the catheter tubing and damaged (compressed) catheter tip that was observed occurred, is unknown, as the unit was out of packaging and used. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ catheter leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the ivs were leaking at the connection between the catheter and the hub. Pr 3 of 3: this pr is for pt#3 (bno), no product info per email: ir gave these IV's to the IV team and reported they were leaking. The team then gave these IV's to me this morning. The IV team reports these patients were on an acute care unit and went to ir. The ir staff noted they were leaking & pulled them. I am told they are leaking at the connection between the indwelling catheter & the hub.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that the ivs were leaking at the connection between the catheter and the hub. Pr 3 of 3: this pr is for pt#3 (B)(6), no product info. Per email: ir gave these IV's to the IV team and reported they were leaking. The team then gave these IV's to me this morning. The IV team reports these patients were on an acute care unit and went to ir. The ir staff noted they were leaking & pulled them. I am told they are leaking at the connection between the indwelling catheter & the hub.